Event description:
Complainant alleged that during continous monitoring of a patient (age and gender unknown) the device failed to display the ECG wave form. The medics were able to obtain another device to successfully monitor the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.